Event description:
Account stated siderail would not latch.

Manufacturer narrative:
Technician found the siderail getting stuck on locking mechanism. Technician removed the bend from tan plate freeing the latch to resolve the issue.